Event description:
Customer called with a splash in her eye from opening cidex plus. She had rinsed her eye(she was advised to rinse for 15 minutes). She was not wearing eye protection. She had gone to an ophthalmologist who prescribed some drops for her to use. A follow up phone call indicated that she was ok.